Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump was received with scratched lcd window, cracked case display window corner, broken battery tube threads and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 326 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.